Manufacturer narrative:
Zimvie complaint number cmp (B)(4). Patient weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported patient came in for an infection check appointment. Patient presented for an infection/swelling in sinus post-operative appointment. Patient was diagnosed with an infection. Patient presented for surgery on (B)(6) 2023 to have the site debrided. Implant #6 was replaced with a new one during debridement and bone graft placement. Site was debrided then #6 implant was replaced. Symptoms as a result of the event: abscess, pain, inflammation.